Event description:
Event verbatim [preferred term] 2 burns with bubbles and erythema and the burns are of second degree on the back of the neck with erythema surrounding [burns second degree] . Case narrative:this is a spontaneous report from a contactable physician. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (lot number and date of expiration were not known) on (B)(6) 2017 at an unspecified frequency for pain and muscle contracture. The patient's medical history was not reported. Concomitant medications were reported as none. On (B)(6) 2017, the physician reported the patient experienced burning and pain due to the presence of 2 burns with bubbles and erythema and the burns were of second degree on the back of the neck with erythema surrounding. The reaction occurred approximately 30 minutes after the correct application of the patch. The events occurred after taking the product. The patient was not using any medicines for topical use when the event occurred. Action taken with the suspect product in response to the event was permanently withdrawn on (B)(6) 2017. Therapeutic measures taken included sofargen and fitostimoline. No surgical intervention was required. No sequelas have been reported. The outcome of the event was unknown. According to the product quality complaint group: reasonably suggest device malfunction: no. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status was not received. Follow-up (27oct2017): new information received from a contactable physician includes: suspect product indication, suspect product start/stop dates, action taken with the suspect product, reaction data (additional event of device use issue), events onset date, therapeutic measures taken and no surgical intervention required. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up (02nov2017): new information received from a contactable physician includes: additional suspect product indication and removal of event device use issue. Follow-up (01apr2020): new information received from the product quality complaint group included investigational results. No follow-up attempts are needed. No further information is expected. Comment: based on the information provided, the event of "2 burns with bubbles and erythema and the burns are of second degree on the back of the neck with erythema surrounding" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. This event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status was not received.

Event description:
Event verbatim [preferred term] 2 burns with bubbles and erythema and the burns are of second degree on the back of the neck with erythema surrounding [burns second degree] , patient using heatwrap for muscle contractures [device use issue] , . Case narrative:this is a spontaneous report from a contactable physician. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (lot number and date of expiration were not known) from (B)(6) 2017 at an unspecified frequency for muscle contracture. The patient's medical history was not reported. Concomitant medications were reported as none. On (B)(6) 2017, the physician reported the patient experienced burning and pain due to the presence of 2 burns with bubbles and erythema and the burns are of second degree on the back of the neck with erythema surrounding. The reaction occurred approximately 30 minutes after the correct application of the patch. The events occurred after taking the product. The patient was not using any medicines for topical use when the event occurred. Action taken with the suspect product in response to the events was permanently withdrawn on (B)(6) 2017. Therapeutic measures taken included sofargen and fitostimoline. No surgical intervention was required. No sequelas have been reported. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (27oct2017): new information received from a contactable physician includes: suspect product indication, suspect product start/stop dates, action taken with the suspect product, reaction data (additional event of device use issue), events onset date, therapeutic measures taken and no surgical intervention required. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected., comment: based on the information provided, the event of "2 burns with bubbles and erythema and the burns are of second degree on the back of the neck with erythema surrounding" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. Event "patient using heatwrap for muscle contractures" is considered as non-serious. Both events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] two blisters from burns located at the back of the neck [burns second degree] , . Case narrative:this is a spontaneous report from a contactable physician. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient two blisters from burns located at the back of the neck, resulting from the use of the thermacare neck band. The reaction occurred approximately 30 minutes after the correct application of the patch. The events occurred after taking the product. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "two blisters from burns located at the back of the neck" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "two blisters from burns located at the back of the neck"as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
2 burns with bubbles and erythema and the burns are of second degree on the back of the neck with erythema surrounding [burns second degree]. Case narrative: this is a spontaneous report from a contactable physician. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (lot number and date of expiration were not known) from (B)(6) 2017 at an unspecified frequency for pain and muscle contracture. The patient's medical history was not reported. Concomitant medications were reported as none. On (B)(6) 2017, the physician reported the patient experienced burning and pain due to the presence of 2 burns with bubbles and erythema and the burns are of second degree on the back of the neck with erythema surrounding. The reaction occurred approximately 30 minutes after the correct application of the patch. The events occurred after taking the product. The patient was not using any medicines for topical use when the event occurred. Action taken with the suspect product in response to the event was permanently withdrawn on (B)(6) 2017. Therapeutic measures taken included sofargen and fitostimoline. No surgical intervention was required. No sequelas have been reported. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (27oct2017): new information received from a contactable physician includes: suspect product indication, suspect product start/stop dates, action taken with the suspect product, reaction data (additional event of device use issue), events onset date, therapeutic measures taken and no surgical intervention required. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up (02nov2017): new information received from a contactable physician includes: additional suspect product indication and removal of event device use issue. Follow-up attempts have been completed. No further information is expected., comment: based on the information provided, the event of "2 burns with bubbles and erythema and the burns are of second degree on the back of the neck with erythema surrounding" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. This event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.